Event description:
It was reported that an ilet user experienced multiple occlusion and consecutive stalled motor alerts, was instructed to disconnect from the body, and was unable to proceed with a rewind and subsequent restart despite following guidance, leading to a device replacement and provision of infusion sets. Symptoms included no reported change in blood glucose and no injury. Outcomes included continued insulin therapy interruption until replacement and use of the cgm through the dexcom app or receiver. Investigation included technical troubleshooting with the user and arrangements for device return for analysis. Investigation of this case revealed that the device did not complete rewind and start procedures after alerts, suggesting a potential motor stall or delivery pathway obstruction. It was concluded that the device malfunctioned, and replacement was appropriate pending further evaluation.